Manufacturer narrative:
The site experienced an event in making the dictation software open due to a mistake in configuration (they were moving server from old hardware to new hardware and one of the configuration files wasn't copied over). The issue was fixed after the system was properly configured. (B)(4).

Event description:
The customer reports when selecting dictate in pacs, it's not populating correct pt name. There was no reported pt injury associated with this event.